Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned and evaluated at a later date, this report will be supplemented. (B)(4).

Event description:
It was reported that as the staff was preparing the patient to undergo a dobutamine stress echo test to evaluate the patients' heart movement, an acquisition crash occurred. Additionally, it was noted that the ultrasound system sporadically locked up and an unspecified error message was displayed at the same time the crash occurred. A different ultrasound system and transducer were obtained to continue and subsequently complete the test. The test was delayed approximately 10-15 minutes to complete. There was no loss of data and there was no patient adverse event reported. It was also reported that the system log was reviewed right after the acquisition crash and found evidence that there were two separate crash incidents at different times on the same day. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide the new date received by manufacturer; provide the type of report; provide the type of reportable event; provide the type of follow-up; update the event problem and evaluation codes; and provide additional manufacturer narrative. The device was not returned to siemens for evaluation; however, the savelogs were captured and reviewed and it was found that the root cause of the reported event was due to software coding in the algorithms that computed the range grid for acquisition and mid processing. In certain imaging conditions, the number of samples calculated is beyond the maximum number of samples. In this case, a heap memory corruption will occur when the software imageformer (swif) writes beyond the end of the allocated buffer. Only modes which involve color doppler are affected. The conditions which will produce the problem are any color pan box sized in the range dimension such that the number of required range samples ends up greater than 1024. Many combinations of multihz and res box size can produce this situation. The system will not always crash when this occurs, as it also depends on what the os memory management system has placed in the memory which gets overwritten by extra color samples. It is possible for other negative impacts to occur, depending on what is in the memory which becomes corrupted. This issue is addressed via plm defect (B)(4), in vb21a software release. The fix was to modify the coding of the common helper function "rangegridhelperalg" to include the underscan samples when searching for a resampling filter to meet the size constraints. To address the memory heap corruption issue, the software was updated by limiting the number of samples and by adding buffer-sized bounds checking in swif. Reference complaint # (B)(4).